Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a "vent inop" message with error codes. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
The service engineer evaluated the ventilator. After turning the power back on, it returned to normal operation. According to the log record, the alarm displayed due to a temporary transmission cut off in the device. The phenomenon could not be reproduced with the in-house running test. The software was re-installed as a precaution. The ventilator passed all testing per manufacture specification. If information is provided in the future, a supplemental report will be issued.